Event description:
An adverse event form was received indicating that the study subject experienced a dislocation and the treatment was revision of the acetabular insert and proximal body.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-01098.